Event description:
Additionally, the physician reported that the patient took corticosteroids and antiallergic and got better. The swelling was reduced with the patient no longer feeling pain, only a single little ball, which is also visible in the c6 region. The patient refused removal of the filler. The patient was then injected with botox® and had ¿swelling¿ 24 hours later, but not as severe as before. The swelling is ongoing, and the patient took anti-allergy. The botox® injection site close to the eye ¿swells¿ and ¿is painful¿ but is better.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lower third of each hemiface with 1 syringe of juvéderm® volux¿ and in the middle third of each hemiface with 1 syringe of juvéderm® voluma¿, totaling 4 syringes. A month later, the patient did radio frequency in the jowl. Eleven days later, the patient visited the dentist because ¿the clay came out of the tooth.¿ the event of ¿painful nodules¿ began this day in the chin and in the malar regions the next day. The patient took collagen verisol and found that there was ¿a great worsening of the edema.¿ the patient was treated with levocetirizine (zina). The following day, the patient experienced ¿infrapalpebral edema.¿ the eyelid edema has improved, and the most painful site is the right malar region. The patient was treated with betamethasone (permese) and continued the levocetirizine. The physician noted, ¿there are small balls on the region of the buccolabial fold. Edema in the periorbital region. The periorbital region has already been drained and apparently was much worse. Patient feels discomfort upon sleep.¿ the physician did not want to perform a biopsy due to possible scarring. The event is ongoing.